Event description:
It was reported that the customer had moisture damage and crack on the display. The customer's blood glucose level was 300 mg/dl. Troubleshooting was performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.